Event description:
It was reported that a malfunction code appeared on the customer's pump, specifically malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, allowing the customer to continue using it without further issues. If the malfunction code were to recur, the customer was advised to contact technical support again.